Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer turned on the pump for the first time and subsequently a malfunction alarm occurred. There was no impact to blood glucose as the customer had not yet begun using the pump for insulin therapy. During troubleshooting with tandem technical support, the malfunction alarm was successfully cleared.